Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer changed out the tubing in order to address the issue. Customer¿s blood glucose level was 382 mg/dl.